Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and "textured implant." Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety/product/procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: yellow particles on the surface of the shell. Encapsulation observed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and "textured implant." Device has been explanted.